Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 6 (brownout termination) with event log 19 and 23. Removed the sensor plug and inspected the plug assembly, no failure mode observed. The sensor was de-cased and no issues were found upon visual inspection. The battery voltage was measured, and the results were within specification. Therefore, the issue is confirmed to be brownout reset due to power loss. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via social care a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, customer required unspecified third-party treatment and no further information could be obtained as customer did not continue troubleshooting. There was no report of death or permanent impairment associated with this event.